Manufacturer narrative:
(B)(4). Batch #: t5an57. Additional information was requested, and the following was obtained: where in the green gap setting scale was the indicator located prior to firing? Not sure exact location but was in lower half. Did the surgeon wait 15 seconds after closing the device and then retighten prior to firing? How was it confirmed that the washer was completely cut? Surgeon did wait 30 sec but not sure if retightened. Only heard audio feedback from stapler as blade cut washer. Can you please describe the specific steps that were taken to remove the device? 2 full turns, 90 degree turn to left and then right, then removed stapler. Harder then usual to remove. I noticed the inside ring of the washer did not move to stapler housing with anastomotic rings, stayed top of anvil, I could see a cut line in the ring were there any staple formation issues identified? No. Device analysis: the analysis results found that the cdh31p device arrived with no apparent damage. The breakaway washer was cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, further investigation showed that there was some separation of the shroud by the battery location; however this condition no affect the functionally of device. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lap sigmoidectomy, the stapler fired as indicated they could hear the crunch through the washer, the green check mark came on as indicated, when the surgeon turned the handle two full turns they had difficulty removing the circular stapler. He did an anatomic leak test there were no bubbles. There were two complete donuts, but the washer did not fall in the anvil. It was cut, but it stayed intact in the anvil. Case completed with the device. There were no patient consequences reported.